Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the tip of the right ventricular (rv) lead was not moving appropriately and could not be maneuvered properly. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.